Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited pacing impedance measurements of less than 200 ohms. A surgical revision was performed and the patient had no venous access to replace the rv lead. Tachycardia therapy and rv pacing therapy were programmed off. No additional adverse patient effects were reported.